Manufacturer narrative:
Product event summary: at analysis the stated reason for return of missing knob was confirmed and it was additionally noted that several parts of the back side of the device as well as the ring, ring cover, bail and bail covers were missing and that the battery drawer and release latch were sticky. The missing and affected parts are to be replaced and the device retested to ensure it is ready for use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a missing menu knob and screw from its lower case. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.